Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure is part of create pas. A peri-procedural tia was reported. The patient experienced symptoms of expressive aphasia and right upper extremity weakness lasting 50 minutes. Symptoms resolved prior to the patient leaving the catheter lab after receiving medication. Please reference MDR 2183870-2013-00071 for the spiderfx used in this procedure.